Manufacturer narrative:
Product analysis #706434850: product:9560101,lotno:1470691 as per japan and service report it was mentioned that the requested phenomenon was reproduced during the inspection at the time of a cceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that scope has poor field of vision. No further complication were reported/anticipated. Additional information was eceived from the rep that incident ocuured not during procedure.